Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the abbott diabetes care (adc) device. A customer reported encountering a "replace sensor" error message on the adc device was unable to obtain glucose readings. The customer experienced described as "vision began to go black, eyes closing involuntarily, felt unsteady as they might fall" and lost consciousness. The customer was unable to self-treat and emergency medical technicians (emts) were called and upon arrival, the customer was provided orange juice as treatment. There was no report of death or permanent impairment associated with this event.